Manufacturer narrative:
Permobil received report alleging one of the footplates having fallen down which allowed the end-users foot to rotate outwards. When attempting to maneuver through a doorway, their foot reportedly caught the door frame causing the foot to rotate resulting in an acute spiral fracture of the left tibia and fibula. Report indicated the end-user having rented the device from a local provider. Review of the DHR indicated the device having been manufactured in 2011 and issued to a different client located in a different state. It remains unclear as to when or how the device was obtained by the current provider. Permobil has no record of having been notified of any malfunction or of an incident having occurred with the device until receipt of this report. As the event is reported to have occurred 2 years prior and photo evidence of the device in its current state depict the footplates to be attached and level, permobil is unable to confirm a component failure having occurred. Permobil will continue to investigate this report through legal counsel. If any new information is received, a follow-up report will be submitted. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming while client was utilizing a device they had rented from a local provider, one of the footplates had fallen down which caused the clients foot to rotate outward allowing it to get caught on a door frame. Report indicates client sustained injuries requiring medical intervention as a result.